Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Analysis was performed on the returned device. The reported clip caught at the distal end of the sheath was confirmed based on the returned device condition. Femoral angiogram results noted calcification was present at the access site. It should be noted that the starclose instructions for use, in the indications section states: do not deploy the clip in areas of calcified plaque. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported clip caught at the distal end of the device and subsequent treatment appear to be related to inadequate nick and spread to accommodate the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 1494 off label use - patient selection the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a starclose se device via 6fr sheath after a percutaneous transluminal angioplasty procedure. Reportedly, after clip deployment, hemostasis was not achieved as the clip of the starclose se device remained on the distal end of the clip delivery tube. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.